Event description:
Broken tts trach tube cuff. When doing a trach change the hub of the tts pilot line (that attaches to a syringe to deflate the cuff) pulled out of the pilot line when trying to remove the syringe. This tube was ordered as a true custom trach with 48mm length (41mm is standard). This tube was sent back to the manufacturer (bivona-smiths medical). (B)(6) patients have been using the custom trach tubes due to tears that the patients are experiencing due to the size. The patients have sustained a few mm laceration at the edge of the trach stoma. Once we've placed an alternative tube and made adjustments to decrease pressure on the site the tear/lacerations have resolved. They have not all been the same lot though we have narrowed down the types of tubes we are seeing this problem with.